Manufacturer narrative:
Follow-up #2 date of submission 09/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box data showed an unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to fully attach on to the pump. The power complaint was duplicated. A test cap was then used and no power issues occurred. The pump cover was opened and no internal defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery cap was worn at the top, the battery compartment was damaged and that the pump was rebooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
.